Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Case was a difficult t4-ilium deformity correction. Surgeons were bending these 3 rods in-situ with 5.5mm diameter coronal and sagittal benders and they broke cleanly. This surgery was exactly 2 weeks after another rod broke as well in the same fashion. The gm46545 rods were scraps being used as temporary rods in the deformity correction. The gm46535 rod was the first permanent rod to be implanted and it broke with only a few set screws yet to be placed. My estimation is that these breakages added roughly 1 extra hour to the surgery time. The 1967-89-600 rod included in the shipment to the complaint department was 1 of the 2 good rods that were implanted afterward.

Manufacturer narrative:
The viper2 straight 480mm cocr rod was returned for evaluation. Optical imaging revealed evidence of static overloading under a high load. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause cannot be positively determined however there is evidence to suggest high static overloading. Further investigation will be conducted via the data review. If the results of the review identify a corrective action or additional relevant information, a supplemental report will be filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.